Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-71303 is a concomitant. Please refer to manufacturer report number 2016493-2025-70532, which captured the correct suspect device per investigation report.

Event description:
It was reported that there was an incorrect infusion rate occurrence event. The medication (magnesium) was hung as a 100ml bag to go at a rate of 50ml/hr. When the nurse looked at the pump bag, it was noted to have already infused in less than an hour even though the rate said 50ml/hr and the bag was found empty. It was noted that there was also a infusion of sodium chloride 0.9%. There was patient involvement and no harm.

Event description:
It was reported that there was an incorrect infusion rate occurrence event. The medication (magnesium) was hung as a 100ml bag to go at a rate of 50ml/hr. When the nurse looked at the pump bag, it was noted to have already infused in less than an hour even though the rate said 50ml/hr and the bag was found empty. There was patient involvement and no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.